Manufacturer narrative:
The harmonic ace instrument was analyzed and found to have the blade broken at the tip. A piece approximately 0.084 x 0.204" was found to be broken off. The broken piece was returned. Components adjacent to this broken blade did not show damage. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted transoral thyroidectomy surgical procedure, user encountered an error message "the harmonic error " on the screen. The user cleaned and reinstalled the instrument, but the jaws were broken during the installation. The procedure was completed as planned. No fragment fell into the patient. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reporter confirmed that the harmonic ace instrument blade was broken off/detached from the instrument. There were no fragments that fell into the patient. There was no patient injury. The instrument was removed and replaced with a backup of the same kind. The instrument was inspected before use and no damage was found. The surgeon was unsure of what caused the damage. The reporter did not notice any issue with the instrument's functionality during the procedure. The instrument did not collide with any other instruments or other hard materials. No photographic images of the device or recording of the procedure is available for isi to review.

Manufacturer narrative:
The harmonic ace instrument involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report. A follow-up MDR will be submitted when failure analysis has completed their investigation.